Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report rec'd in the past two yrs involving a similar device where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for eval, though results are not available as of this report. Eval results will be submitted as they become available.

Event description:
In this event it was reported that the tip of a miniature pin and ligature cutter separated outside of a pt's mouth; there is no indication that injury resulted.